Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28, lot#: va1ltv9, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated their ins stopped working in (B)(6) 2018. The caller stated the healthcare provider hooked up a machine and found out that the ins battery died and one of the leads was not working. The caller noted the test was done in (B)(6) 2019. The caller reported a revision occurred for the issue on (B)(6) 2019. No patient symptoms were reported. No further complications were reported.